Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump completed its infusion earlier than the scheduled time. The reservoir volume was 8.6 ml, with a rate of 3 ml/hr. A total of 138 ml was delivered, resulting in a 6.2% variance. Infusystem variance was reported as 5%, though recalled as 6%. The event occurred during use on a patient.